Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that this patient presented to the hospital due to dizziness. The device was checked and low out of range pacing impedances and high pacing thresholds were revealed. Noise and intermittent loss of capture with no reported asystole for > 2 seconds was also recorded on the right ventricular channel. An insulation issue was alleged but not confirmed. This right ventricular lead was surgically abandoned and replaced. No adverse patient effects were reported.